Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing investigation and the thread on the shaft was broken and the end section was lodged into the adapter. All component parts exhibited scratches and marks. This complaint is indeterminate from a manufacturing standpoint. A product development evaluation was also performed and the device showed no signs of misuse. The connector on the slap hammer appeared to have been broken below the pin. The location of the pin limits the amount of the force that is absorbed by the threads of the shaft. Approximately 1 thread is taking up the load, leading to a failure below the pin. A design change corrected this issue by removing the pin from the assembly and increasing the diameter of the thread from m6 to m8. This complaint is valid from a design standpoint. An internal corrective action has been opened to address this issue.

Event description:
It was reported that during a lateral interbody union procedure, the surgeon was using the slap hammer with quick release to back out the trial and the connector piece of the slap hammer broke off. The broken fragment was retrieved. The surgeon then used another slap hammer to complete the procedure with no further problems and no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for file (B)(4).